Event description:
Note: this problem has been reported by phone and email to co rep who stated that she has never received any complaints for iols. Product in question: alcon acrysof iq monofocal iol, model sn60wf 8.0d, length 13.0mm, optic 6.0mm, uv with blue light filter. Dear sir: I am writing to you today to inform you of issues that I experienced with the above mentioned product. In 2007, I underwent cataract surgery and was implanted with the iol listed above. On the morning after this surgery, I returned to my doctor's office to remove the bandage that was covering my eye. Once it was removed, I asked the doctor, "why is everything yellow?" The doctor stated, "that's the color of the lens, but you're not supposed to be able to see it." I then experienced the following defects with my vision, all of which I had not previously experienced with either eye glasses or contact lenses: amber streaks across my field of vision in a room lit by incandescent bulbs. These streaks appeared at either 45 degrees or 0 degree from vertical. Under multiple bulbs, multiple streaks would appear. Oncoming headlights appeared amber colored instead of white clear. Outdoors, if the sun was obscured by clouds or overcast skies, the image was very dark and gray in color. Indoors, objects positioned within a shadow of furniture or other objects were not visible to me. The bag that held my post-op eye drops disappeared completely into the shadows, even though the room was illuminated by daylight. One smaller black object seated on another larger black object was not visible to me. I could only see the larger black object. This meant that my black wallet disappeared from sight when placed on my black camera bag. When viewing a white ceiling fan suspended from a white ceiling, I could only see three of the fan's five blades. Indoors spaces illuminated by daylight appeared as dark and under illuminated. The walls and room contents now appeared to be the wrong color. Driving at night, after sunset, there were no shades of gray. The sky was black, the pavement was black. Cars not illuminated by headlights were silhouettes with red tail lights. After sunset, I was unable to see a house that stands six feet from my own home. The white roofline was not visible to me through my iol, but is was visible through my other eye which contained a cataract. The overall field of vision in my iol eye was more yellow and discolored, darkened than the field of vision in my other eye with its natural lens that contained a cataract. The bottom line is that my color perception and contrast sensitivity were altered and removed respectively as a result of the implantation of this iol. In lay terms, the quality and feel of my vision was that of wearing dark sunglasses, all the time, dark sunglasses that I could not remove. I contacted alcon's customer service and requested to speak to a rep of alcon's engineering staff to discuss these issues and determine if one could work out an eyeglass or contact lens solution to these problems. I was told to bring these issues to the implanting physician. As I stated to the customer service person, I had already explained these issues to my doctor during my follow up visits. I was not told of the possibility of any of these side effects, nor was I given any package instructions pre-opt to evaluate any contraindications or warnings for this product. Because I was not able to correct these newly introduced problems to my vision by external means, the iol was explanted in late 2007. Because the implanting physician was not skilled at explanting iols, I had to find a surgeon experienced at performing this second procedure. Why are physicians allowed to implant lenses if they cannot explant lenses? Pts are then placed in the precarious situation of finding another doctor to correct very serious and immediate problems when they arise. In speaking to several eye surgeons about the problems that I experienced, I was told that other pts in my age group have experienced a number of the same vision problems as I have described above. Additionally, I would ask that pre-op warning be distributed to all pts explaining the possible vision changes that might occur when choosing a tinted iol instead of a clear iol. I have also spoken to a physicist who has published articles on the adverse visual side effects of "tinted" iols. This physicist has written on the topic of iols and the agents used to color the lenses for the past twenty years. One of his most recent publications is entitled "healthy blue light and the eye" - in 2008 explains why you should not block blue light from a pt's eye, "blue-blocking iols have no proven efficacy, so they do not represent evidence-based medicine, and there is no medical justification for permanently limiting blue light that is vital for photoreception." I have also received documentation from bausch and lomb, another iol MFR, who states that blocking blue light can have serious health implications not limited to vision. Dates of use: 2007. Diagnosis or reason for use: organic lens replacement- cataract surgery. Event abated after use stopped or dose reduced?: yes.